Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving shock therapy from this cardiac resynchronization therapy defibrillator (crt-d) device. A review of device data by boston scientific field representatives and boston scientific technical services (ts) agents indicated the stored episodes exhibited appropriate device anti-tachycardia pacing (atp) and shock therapy provided for true ventricular tachycardia (vt) rhythm and resulted in successful conversion of the arrhythmia. It was noted that most episodes appeared to start with a premature ventricular contraction (pvc). The representative indicated the patient was symptomatic during the episodes. The specific symptoms were not provided. Ts also noted that there were two specific episodes in which the atp therapy may have accelerated the rhythm into the ventricular fibrillation (vf) zone. The patient was also indicated to have had some stored non-sustained vt episodes that appeared to be the same vt rhythm. No additional adverse patient effects were reported. The patient was indicated to have subsequently died approximately one month later. The crt-d device and associated lead products were buried with the patient.